Event description:
It was reported that: a pediatric pt with compromised pulmonary function was undergoing open heart surgery. Pt was hypercarbic at the start of anesthesia, end tidal co2 was 65-67 mmgh, inspiratory co2 was 10 mmhg. The ventilation modes used in an attempt to reduce co2 level included automatic ventilation in the pressure mode and the volume mode, and vigorous hand bagging in the manual mode. Co2 levels remained elevated. The surgery was successfully completed and the pt was placed on a critical care ventilator, co2 levles returned to expected levels.